Event description:
Pump was smoking.

Event description:
Pump was smoking. The device was not received for investigation. Device history record was reviewed, no issue has been found. Device history log could not be reviewed, log not available. Customer decided to service the pump himself and did not give further information. He was asked multiples times to provide the device investigation report and log but never answered.